Manufacturer narrative:
Updated data: b5. Corrected data: b2. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that treatment was still being considered.

Event description:
It was reported that approximately 7 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to moderate paravalvular leak (pvl) and moderate aortic stenosis. The patient was hospitalized as a result. Additional information was received that treatment was still being considered. Additional information was received that thrombus inside of the valve frame was confirmed. No intervention has been planned.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of a transcatheter aortic valve, the valve failed due to moderate paravalvular leak (pvl) and moderate aortic stenosis. The patient was hospitalized as a result. Additional information was received that treatment was still being considered. Additional information was received that thrombus inside of the valve frame was confirmed. No intervention has been planned. Additional information was received that transcatheter valve was implanted in the native annulus, and the thrombus was located on the valve leaflets. There was no treatment for the thrombus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to moderate paravalvular leak (pvl) and moderate aortic stenosis. The patient was hospitalized as a result.